Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age and dob not provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "in 2017, an amiodarone drip was ordered with a loading dose of 150mg over 10 minutes. The nurse selected the primary infusion program on the pump and hung the infusion bag of 900mg/500 ml. When the initial (bolus) program was completed, a second nurse was able to add volume to the infusion. The pump maintained the infusion rate and continued to deliver the medication at the loading dose rate of 600ml per hour. This rate/volume combination was outside the safe parameters for this medication. It was discovered that once the initial program was completed, and the pump had moved to a default kvo rate and that the pump no longer applied the guardrails. Medication administered to or used by the patient: no; type of staff made initial error: nurse; (B)(6), access number: (B)(4)." There was no report of patient harm.